Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump exhibited error code 1260. No patient involvement.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a scratched screen. The customer stated problem was duplicated. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. Replaced circuit board. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured aug. 2006, and is out of warranty. Therefore, no manufacturing DHR review is needed.